Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states that the customer had an incident that caused her to drop the pump and caused no damage to it. The customer's blood glucose level at the time of incident was 35mg/dl. The father states that paramedics were called and treated the customer's low level. The father states there are cracks around the battery housing. The father states that the customer went into hypoglycemic attack and the pump was dropped and damaged. The customer was advised that the device would be replaced and returned for analysis.